Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC rn: the p wave is not changing on the internal ECG reading. This has happened on 4 different patients but it is not happening on all patients. This file is for the third of four reported events.